Manufacturer narrative:
H6: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Blurred vision and toxic anterior segment syndrome (tass) was observed. Diagnostics were performed. An addition of oral steroids and ointments were prescribed. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).